Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed during evaluation that an astral device main circuit board had a leaky super capacitor. The device was not in patient use when the reported event occurred.